Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 54 mg/dl. The suspected cause was due to the customer¿s settings requiring adjustments. The customer did not provide how they addressed the low bg level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.